Event description:
It was reported that when the physician stepped on the pedal to start firing, the fiber made a sound and the fiber broke. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR first and last name, MFR email.

Event description:
It was reported that when the physician stepped on the pedal to start firing, the fiber made a sound and the fiber broke. A second fiber was used to complete the procedure without clinical consequences to the patient.